Event description:
Customer reported that he changed his sensor yesterday and within an hour he received a change sensor alert. His blood glucose started running high after the first infusion set change of the day. Customer's blood glucose today was 383 mg/dl a little while ago and he is not sure why. He experienced muscle cramps and lethargy. He treated with the device. He thinks the high may to be due to stress from thinking about his transmitter. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised of possible site and occlusion issues. Customer's last blood glucose was 293 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.